Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified and moderately tortuous anatomy in conjunction with inadvertent mishandling resulted in the noted multiple stent sheath/ inner member kinks and the noted jacket chatter marks preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device in an attempt to completely deploy the stent resulted in the noted separated luer and the noted ribbon caught between the handle halves. As reported, the device was removed with the other devices being used as a single unit resulting in the noted stent damages (bent/stretched/overlapped struts). The reported difficulties possibly caused/contributed to the reported patient effect(s); however, a conclusive cause for the reported hematoma, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the popliteal and anterior tibial artery with moderate calcification and moderate tortuosity. The 5x150mm absolute pro self expanding stent system (sess) was advance to the target lesion on a .035 guide wire (gw) and the stent was partially released (3-4 struts); however, the thumbwheel became stuck and resistance was noted when attempting to further deploy the stent. Therefore, the handle of the sess was opened to attempt to completely deploy the stent, but the stent would not further deploy. The sess was removed with from the patient and during removal only the stent sheath was noted to be removing; therefore the physician decided to remove the sess with the other devices being used with the sess as a single unit. After the devices were removed a hematoma was noted and manual compression was performed to treat the hematoma which caused a delay to treatment. No additional information was provided.